Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
The image ge?lt foggy in the center of the picture. This event occurred at the time of during inspection. There was no report of patient harm.